Manufacturer narrative:
(B)(4).

Event description:
It was reported "failed iab". Additional informaiton states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of "failed iab" was confirmed based on the customer provided photo with the complaint report. The photo shows a "possible helium loss 2" alarm on the iabp display screen. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "failed iab". Additional informaiton states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".